Event description:
It was reported that there was early battery depletion. The device was removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed low battery. The reported erroneous battery voltage and current drain was confirmed. The cause was identified as a solder bridge on an integrated circuit.